Event description:
As reported by the edwards field clinical specialist, the sapien valve was implanted canted and 70:30 aortic, leading to moderate central aortic insufficiency (cai) and paravalvular leak post transcatheter aortic valve replacement (tavr) via an off-label transaortic approach. A second sapien valve was implanted within the first valve, eliminating the cai and reducing the pvl to mild. Per report, off-label transaortic access was obtained through a right mini-thoracotomy. A 6fr non edwards sheath was introduced into the aorta and a .035" straight guidewire was advanced into the left ventricle (lv). A berenstein catheter was then introduced over the wire and the .035" straight wire was exchanged for a .035" x 260 x 3cm amplatz extra stiff wire. The berenstein was removed and the 22fr edwards sheath was introduced. Balloon aortic valvuloplasty (bav) was performed with the 20 x 3mm edwards balloon. Significant aortic insufficiency was noted via tee. The 23mm sapien valve was then positioned 50:50 across the native aortic annulus, and the valve was deployed in a slow steady fashion with balloon inflation held for a full 5 seconds utilizing rapid ventricular pacing (rvp). The tee evaluation assessed the cai as moderate and the pvl as moderate with a significant jet between the non coronary and left coronary cusps. In the short axis view all three sapien leaflets were noted to be coapting in a fashion that seemed appropriate. Due to the significant cai it was decided not to post dilate but instead to place another sapien valve. The first sapien valve was felt to be slightly aortic and canted on the right coronary cusp side. Another 23mm sapien valve was prepped and deployed slightly more ventricular than the first sapien valve. Following deployment of the second sapien valve tee assessed the cai to be zero and the paravalvular to be mild. Additional investigation revealed the following: the native annular diameter measured 19mm and the sinotubular junction (stj) measured 20.8mm by tee. The native aortic valve was moderately calcified, with the calcium distributed fairly evenly. There was no mitral annular calcification (mac). The patient¿s ejection fraction was 45%. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system were described as fair. During deployment, ventilation was held, balloon inflation was held for more than three seconds, and there was no loss of pacing capture. Following deployment, the first sapien valve was positioned 70:30 aortic and was canted with the right coronary cusp higher than the left and non coronary cusps. Per report, the surgeon punctured the aorta towards the arch and the edwards sheath entered almost vertically, which changed the deployment angle of the delivery system and caused the canted deployment and subsequent cai and pvl. The sheath was inserted in this position due to complications with non edwards devices prior to the use of any edwards devices.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. The edwards sapien transcatheter heart valve is not indicated for delivery via a transaortic approach; however, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with bioprosthetic heart valves and transcatheter aortic valve replacement (tavr). There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. In this case, it appears that the transaortic entry angle of the sheath towards the aortic arch changed the deployment angle of the delivery system and resulted in the canting and aortic positioning of the sapien valve. The subsequent cai and pvl were mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.